Manufacturer narrative:
H3: one medfusion pump was received in good condition with no damage found. The event history log was reviewed and there was a "found base task timeout" message. The network status was verified in the biomed menu, the pump did not have a mac address and could not establish connection to the pc. The reported "data port and main board failure" was able to be duplicated. The issue was caused by the radio board which was replaced to resolve the issue. The interconnect board was also replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medfusion 4000 syringe pump displayed a data port failure and a main board failures. There were no adverse events reported.